Event description:
The issue was reported to philips because the device reports an error when boot ing up. There was no report of patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.